Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual lead was not received for evaluation; however, performance data was collected from the device and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range and there was atrial oversensing due to ffrw (far-field r-waves). (B)(4).

Event description:
It was reported that the patient experienced pectoral muscle stimulation. The right atrial (ra) lead had high impedance resulting in a polarity switch from bipolar to unipolar. Due to the polarity switch, the ra lead had frequent detection of atrial high rate (ahr) episodes secondary to far field r-wave (ffrw) oversensing. The ra lead was programmed back to bipolar and remains in use. No patient complications have been reported as a result of this event.